Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced a/b valve, cleaned probe a/b collars, corrected wash tower deflection alignment, performed all probe/mixer alignments, replaced 100l and 500l syringes, and proactively replaced chloride tip due to low span, which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results for dbil (direct bilirubin), tbil (total bilirubin), tg (triglyceride) and other dat (drug of abuse) on their unicel® dxc 600 pro instrument. The patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics, or data for review.